Manufacturer narrative:
(B)(4). Mattress tags were requested from customer on 11/14/201, 12/8/2017, 12/19/2017 and 12/29/2017. On 1/9/18, service technician inspected mattress and took photos, the photos show evidence that the mattress is soiled. Due to the condition of the mattress; the mattress does not qualify for mattress warranty replacement.

Event description:
Customer purchased bed on (B)(6) 2017, bed was delivered on (B)(6) 2017. Spoke to (B)(6) and her daughter on (B)(6) 2017, customer states her mattress is lumpy. On (B)(6) 2017 mrs. (B)(6) was contacted to confirm if assistance was still required since she was supposed to ship the mattress tags to our facility and never did. Mrs (B)(6) disclosed that since her initial call her husband had fallen out of the bed twice, she states he rolled over and the mattress tipped. Customer confirms the bed was slightly elevated when her husband fell.customer's husband did not sustain any injuries. The exact date of the fall was not provided.